Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the csm bedside monitor has a frozen display, and they cannot use the touchscreen. The screen has stayed completely frozen for about an hour. Nihon kohden technical support (tech support) had them try to unplug the ac cord from the wall outlet and nothing happened. The screen remained frozen. When they tried to shut it down from the power off button, they got nothing and no power off option on the screen to shut it down. There was no harm reported. Service requested / performed: repair requested. On 11/25/2020, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem was duplicated. Touch screen was unresponsive. On 01/18/2021, the following malfunctioning parts were recognized and replaced which resolved the issue#: 9000060892 ssd drive#: sb-920p battery the unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 01/20/2021. No issues have been reported since. Investigation conclusion: the issue was caused due to ssd failure. A solid-state drive (ssd) is a solid-state storage device that uses integrated circuit assemblies to store data persistently, typically using flash memory, and functioning as secondary storage in the hierarchy of computer storage. It is a replaceable part and possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. A maintenance check sheet is provided in the operator's manual, which includes checking of the ssd. Customer's maintenance information for this unit is not available. There is no record of nka servicing performed on the unit. The overall risk of this event, taking into consideration of severity and probability, is "medium." Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the csm-1901, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Central nurse's station: model: ni. Sn: ni. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the csm bedside monitor has a frozen display, and they cannot use the touchscreen. The screen has stayed completely frozen for about an hour. Nihon kohden technical support (tech support) had them try to unplug the ac cord from the wall outlet and nothing happened. The screen remained frozen. When they tried to shut it down from the power off button, they got nothing and no power off option on the screen to shut it down. There was no harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the csm bedside monitor has a frozen display, and they cannot use the touchscreen. The screen has stayed completely frozen for about an hour. Nihon kohden technical support (tech support) had them try to unplug the ac cord from the wall outlet and nothing happened. The screen remained frozen. When they tried to shut it down from the power off button, they got nothing and no power off option on the screen to shut it down. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the csm-1901, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Central nurse's station: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the csm bedside monitor has a frozen display, and they cannot use the touchscreen. The screen has stayed completely frozen for about an hour. Nihon kohden technical support (tech support) had them try to unplug the ac cord from the wall outlet and nothing happened. The screen remained frozen. When they tried to shut it down from the power off button, they got nothing and no power off option on the screen to shut it down. There was no harm reported.